Event description:
Revision op report stated, "the pt is an (B)(6) old gentleman who had been seen and evaluated preoperatively, was noted to have an unstable elbow secondary to failure of the hinge of his left distal humeral replacement. The joint was exposed and it was noted that the screw across the hinge had backed out as it was confirmed with the radiographs. As a result the screw was removed and then it was noted that the bushing and bumper had broken and these elements were removed from the wound."

Manufacturer narrative:
An eval of the device cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Add'l info was provided. A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2011-00832.